Event description:
It was reported per the field service report: pump was on pt: symptom - the arterial pressure (ap) wave form was fading after a few days of intra-aortic balloon pump therapy. Action taken: the tech replaced the fiberoptix sensor (fos) board.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.